Manufacturer narrative:
The customer¿s report of underinfusion was confirmed. Physical inspection noted the device to be contaminated and dirty. Visual inspection identified that two of the six pumping mechanism support pillars were cracked. There were no other anomalies observed. Log analysis shows entries between (B)(6) 2019 and (B)(6) 2020 and the pump module event log contained entries between (B)(6) 2019 and (B)(6) 2020, therefore it is not possible to review the infusion parameters. Rate accuracy testing was performed and found the device to be within specification. The root cause of the customer¿s report was attributed to a failure of the bezel.

Event description:
Feedback suggests that a 24 hour methotrexate infusion was initiated at 2335 on (B)(6) 2019, and was to complete at 2355 on (B)(6) 2019; however it completed at 0800 on (B)(6) 2019. There was no patient impact as a result of the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Feedback suggests that a 24 hour methotrexate infusion was initiated at 2335 on (B)(6) 2019, and was to complete at 2355 on (B)(6) 2019; however it completed at 0800 on (B)(6) 2019. There was no patient impact as a result of the event.